Manufacturer narrative:
Trackwise#: (B)(4).the lot # 3000382054 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that vasoviewhempro vh-3500 tips were uneven.

Event description:
N/a

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, d9, g3, g6, h2, h3, h6, h11. Corrected sections: d4--unique identifier (UDI) # corrected from (B)(4). H6--component codes corrected from "3123" to "1028". The device was returned to the factory for evaluation on 09/06/2024. An investigation was conducted on 09/30/2024. A visual inspection was conducted. Both the harvesting device and cannula was returned for evaluation. There were no visual defects observed on the intact cannula or intact c-ring. There were no visual defects observed on the intact heater wire. The gray silicone insulation on both the cold and hot jaws was observed to be intact. The gray cold jaw insulation on the tip of the cold jaw was observed to be slightly longer than the gray silicone insulation on the hot jaw. An engineer evaluation was conducted. Upon closer investigation it was observed that the jaws were uneven. See figure 1. The cold jaw boot was measured using a caliper (cal ID 14067) and the measurement was 0.685 inches which is within specification per rm2047083 rev a. The cold jaw was measured at 1.001 inches which is within specification per rm2047056 rev b. Based on the returned condition of the device as well as the evaluation results, the reported failure "mechanical problem- jaws not aligned" was confirmed. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The lot # 3000382054 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, b5, g3, g6, h2, h6, h10.

Event description:
The hospital reported that during preparation for an endoscopic vessel harvesting procedure, vasoviewhempro vh-3500 tips were uneven. A new device was used to perform the procedure. There was no delay. There was no patient involvement.